Event description:
It was reported that a sedated patient's hands were in contact with their thigh during a lower lumbar scan due to a lack of proper padding. The patient sustained two blisters on their thumb and thigh approximately half inch in diameter. There is no evidence that the mr system malfunctioned. The site failed to use patient padding to prevent patient contact between extremities.

Manufacturer narrative:
This is the second incident reported by the facility within two days. The customer was using sar level 1st level db/dt, and was instructed to switch to normal level. A ge service representative performed an on site inspection. The power monitor, rf power output, and lv shim were tested following the event and the system was found to be operating within specification. The patient sustained burns resulting form contact point heating due to inadequate patient padding , which allowed the patient's hands to contact their thighs.